Event description:
The following has been reported: biomed reported pump problem alarm and failures in log, pins/sensor were cleaned. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Opened pump and ran basic hardware check which yielded a positive tank failure. Ran test again to confirm. Ran check again while clamping tubing which also yielded a failure. Valve was removed and inspected for damage and contamination, but none was found. The valve was cleaned and reseated. Removed screws from pressure board to inspect o-rings. O-rings were cleaned and placed back but failed a basic hardware check. Screws holding tank to manifold were removed and the o-rings were inspected, cleaned, and put back. The basic hardware check with and without clamp failed again. Concluded leak was in the tank after basic hardware check passed twice in a row when tank was swapped out with a known good unit. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.